Event description:
Information was received from a consumer regarding a (B)(6) female patient receiving morphine (unknown dose/concentration) via an implanted infusion pump. The indication for use was noted to be non-malignant pain and other non-malignant pain. Starting in 2005 the patient had been falling asleep (including at red lights) and was not feeling right. After explant (see general text related to removal due to regular longevity) the patient had a fever and high blood pressure. The patient had pancreatitis after explant and spent one week in the hospital. Follow up was not required as the reported information was deemed sufficient. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l81058, implanted: (B)(6) 2000, product type: catheter. (B)(4).